Event description:
In october 2004, hudson rci was contacted by an contact representing a patient who had died while receiving an MRI and being manually resuscitated. The contact indicated that the patient death was due to an incorrect set-up of equipment by the facility. Photos of the actual set-up used by the facility that contributed to the death, and photos of the set-up as the facility indicated it should have been created were provided to hudson rci. It was reported that the facility had claimed responsibility for the death. The hudson rci device worked as designed, and was properly installed in the configuration used at the time of death, as determined by the photos provided. No sample will be submitted for evaluation. No further investigation is required of hudson rci.